Event description:
Procedure: side to side anastomosis during ileal conduit urinary diversion. According to the reporter: the instrument would not fire while firing. The customer stated that he was not able to squeeze the handle and cut the tissue to released it. Used another. The device could not be released from tissue, so the device had to be cut off the tissue in order to remove it. The case was delayed approximately 30 minutes.